Event description:
It was reported that the health care professional (hcp) contacted boston scientific technical services (ts) because this insertable cardiac monitor (icm) device had reached recommended replacement time (rrt) battery status earlier than expected. Ts requested boston scientific engineering review. Boston scientific engineering reviewed and confirmed the battery had depleted prematurely. No adverse patient effects were reported. This icm device remains in service. Additional information from hcp provided their plan is to explant and replace this icm device. Surgery has not been scheduled at this time. Additional information from hcp provided the patient underwent a surgical procedure to have their icm device explanted and replaced. No adverse patient effects were reported. This icm device has not been returned for analysis.

Manufacturer narrative:
This insertable cardiac monitor (icm) device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. The icm device was received without the telemetry components, due to this reason, the icm could not be interrogated. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis found no evidence of a battery issue; therefore, the root cause of the observed condition could not be determined.

Event description:
It was reported that the health care professional (hcp) contacted boston scientific technical services (ts) because this insertable cardiac monitor (icm) device had reached recommended replacement time (rrt) battery status earlier than expected. Ts requested boston scientific engineering review. Boston scientific engineering reviewed the device data and confirmed the battery had depleted prematurely. Additional information from hcp provided the patient underwent a surgical procedure to have their icm device explanted and replaced. No adverse patient effects were reported. This icm device has been returned, and analysis has been completed.